Manufacturer narrative:
Correction: it was initially reported that a customer noticed the smoke/haze issue; however, upon secondary review, it was confirmed that an asp field service engineer observed the smoke emitting from the sterrad® nx sterilizer while onsite performing a planned maintenance on the unit. Photographs provided by the technical services representative were evaluated. The oil mist filter¿s red fiberglass media was observed burned/charred, exposing the mesh frame underneath. The reported issue was confirmed by visual analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and visual analysis. Trending analysis of the smoke/haze issue for the sterrad® nx unit was reviewed for the prior six months from the event date, and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." Asp product analysis lab received the oil mist filter for further analysis, and the physical inspection observed the component to be charred and burnt inside and out. The reason for the failure and return was confirmed. The assignable cause of the smoke/haze is likely due to the oil mist filter. The asp field service engineer replaced the part and confirmed the sterrad® nx met functional specifications after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.